Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator or battery tube assembly noted during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump was stuck in the rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.